Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a dissection occurred following stent implantation. An additional multi-link stent was successfully placed to treat the dissection. Reportedly the case was completed with a good result. No pt injury was reported.